Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.